Event description:
During preventive maintenance (pm) performed on (B)(6) 2022, the autopulse platform (sn (B)(4)) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm) performed on (B)(6) 2022, the autopulse platform (sn (B)(4)) failed the load cell characterization test. The root cause was due to failed load cells. The damaged top cover, the bottom, and front enclosures, and the load cell modules failure were likely attributed to mishandling such as a drop. During visual inspection, noticed a damaged top cover, the bottom, and the front enclosures. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The top cover, the bottom, and the front enclosures need to be replaced to address the observed physical damage. Upon further testing, observed the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause of the sticky clutch could be due to wear and tear of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test as both load cell modules failed. The load cell modules need to be replaced to remedy the fault. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).